Event description:
A customer contacted beckman coulter inc. (Bci) in regards to co2 alkaline buffer leak, which was found during unloading. No injury was reported.

Manufacturer narrative:
The customer was sent replacement